Event description:
It was reported that the implanted heart device had premature battery depletion and it was attributed to the remote monitor and its attempted interrogations. The device was to be changed out and the monitor returned. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the monitor was returned and analysed. Analysis found corrosion causes the unit not to power up and the functional test failed. A final function test was not performed because the tester was able to simulate the failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.